Manufacturer narrative:
Manufacturers (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: deployed the device with no problem. When removing the delivery system form the sheath, the patient started bleeding. It stopped when the sheath valve was turned to a closed position, but abnormal amount of bleeding through valve when open. Patient outcome: the blood loss was approximal 50ml. The patient did not require any treatment or blood transfusion for the blood loss.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). The customer reported the bleeding from sheath, when the captor hemostatic valve was in an open position. However, the bleeding stopped when the valve was turned to a closed position. Per the device evaluation, close and open function of the captor hemostatic valve worked as intended, and the silicone discs inside the valve were closing completely, indicating that the device has performed as intended. Therefore, this complaint does not constitute a valid complaint and the event is thereby not reportable as no device deficiency was detected. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.